Event description:
It was reported that the patient presented at the emergency room due to a right ventricular (rv) lead perforation, resulting in a loss of capture and low pacing impedance. The rv lead was successfully repositioned on (B)(6) 2026. The patient remained stable throughout.